Event description:
It was reported that during a surgical procedure the physician attempted to use the green / bent stylet and it became caught on the electrodes. The physician opened another lead and this resolved the issue.

Manufacturer narrative:
Lead: model 3873, lot# v791111, implanted: unknown, explanted: unknown. Lead: model 3873, lot# v791111, implanted: unknown, explanted: unknown.